Manufacturer narrative:
(B)(4). Pump received with broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer¿s husband reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 116 mg/dl at the time of the incident. The husband states piece of the reservoir tube has come off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.